Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found the setscrew was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the following device settings on (B)(6) 2018: 0.0 v, 210 us, 14 hz, cycling was off, electrodes 3-2+, and battery results ¿ok.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that during a procedure, the hcp was unable to screw the tined lead to the implantable neurostimulator (ins). No factors noted to have led to the event. No troubleshooting was performed. The hcp used another ins, and the issue was resolved. No symptoms were reported. There were no further complications reported and/or anticipated.